Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the device due to breakage of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, the error message was displayed. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a diagnostic enteroscopy procedure, the distal end of their evis lucera elite colonovideoscope device needed to be re-glued. The problem was reportedly discovered during preparation for use, and no delay resulted. The customer finished the procedure successfully and uneventfully using a different device. An olympus field service representative was able to repair the device on-site to resolve the issue. The device will therefore not be returned. Upon inspection and testing of the returned unit, an e315 scope error code was noted due to a leaking contact pin of the connector. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, an e315 scope error code was noted due to a leaking contact pin of the connector. The customer's originally reported issue of a distal end adhesive problem was confirmed; the bending section cover adhesive was damaged and leaking. Also noted was damage to switch 1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.